Manufacturer narrative:
(B)(4). Date sent: 5/23/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the information details you are seeking regarding the faulty liga clip is it was during a laparoscopic appendicectomy performed by a general surgeon. When the surgeon applied the liga clip to seal off the blood vessels, the clips remained in the same position not attaching to the vessels as seen in the photo. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure, liga clip failed to clip the vessels when applied inside of the patient. No patient consequences were reported.